Event description:
It was reported that the implantable cardioverter defibrillator and right ventricular lead exhibited noise however no egm was available when the device was interrogated. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.